Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is damaged, most probably to make explant. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens (iol) was explanted due to a malfunction. Reportedly, the lens was replaced with a zcb00 iol, but the diopter was not provided. No additional information was provided.

Manufacturer narrative:
Additional information received reported the patient was a female with (B)(6) and that the left eye was the operative eye. Also, the surgeon's name was dr. (B)(6). In addition, the initial reason for explantation was malfunction, which was clarified as meaning the patient was not happy with the lens and wanted a monofocal lens. The implant date was (B)(6) 2017, and the explant date was (B)(6) 2017. There was no incision enlargement or vitrectomy performed. The replacement lens was a zcb00 18.0 diopter intraocular lens (iol). Reportedly, the patient is doing good post-operatively. No additional information was provided. (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.